Event description:
Baxter product surveillance received a report regarding an incident where the minicap of a transfer set had fallen off. The minicap had falled into the protective netting the pt was using in 3/2006, and did not fall to the ground. The pt came in the next morning in 3/2006 to have the transfer set changed. Since the pt had an elevated white blood cell count (395, moncytes 87%), prophylactic antibiotics were administered (2g ancef and 2 g fortaz intraperitoneal). The pt was not diagnosed with peritonitis. There was no pt injury associated with this incident.